Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received a button error alarm. Insulin pump would need to be replaced. Customer's blood glucose level was not reported. Insulin pump would be replaced.